Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and loss of consciousness ("sudden loss of consciousness") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), fatigue ("extreme fatigue") and gastrointestinal disorder ("major gastrointestinal problems"). The patient was treated with surgery on (B)(6) 2017 and essure (ess205) was removed. At the time of the report, the pelvic pain, loss of consciousness, fatigue and gastrointestinal disorder was resolving. The reporter considered fatigue, gastrointestinal disorder, loss of consciousness and pelvic pain to be related to essure (ess205). The reporter commented an article on a blog. She stated since essure removal her symptoms regressed little by little. Diagnostic results: unspecified date: she had a whole battery of hospital setting, some of which found abnormalities but no explanation for her symptoms. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3083 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.